Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) has not been yet been recovered from the field for evaluation. Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The device evaluation included review of downloaded software flag files on the day of the event as well as functionality testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device functionality testing confirmed ability of the electrode belt to detect a treatable arrhythmia and deliver a treatment.

Event description:
Zoll was notified by a u.s. Distributor that a patient passed away on (B)(6) 2016 after experiencing a treatment event. It was reported that the patient was unconscious at the time of the event. The patient's wife called ems, and the patient was unable to be revived. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 14 treatments on (B)(6) 2016. The patient was treated appropriately 10 times with a rhythm of ventricular fibrillation (vf). The patient then received two inappropriate treatments with a rhythm of idioventricular rhythm at 15 beats per minute (bpm). The post-shock rhythm of the 12th treatment was asystole for 10 seconds transitioning to an idioventricular rhythm at 40 bpm. CPR artifact and a small cardiac signal contributed to the false detection. Two additional treatments were delivered with a rhythm of asystole. The post-shock rhythm remained asystole. Asystole is considered a non-treatable rhythm. The patient passed away on (B)(6) 2016.